Manufacturer narrative:
(B)(4). Investigation: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9168506. All inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint.

Event description:
It was reported that during use with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle the cannula length was insufficient to complete treatment. The following information was provided by the initial reporter: it was reported that the needle is not longer enough to complete treatment.